Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the "ring" around the insertion point of the silicone foley catheter expanded preventing removal. Allegedly, the catheter had to be surgically removed.

Manufacturer narrative:
The investigator could not confirm the reported event of a balloon cuff, however, a tear/burst was noted. The reported event was inconclusive due to the poor sample condition. A 16fr silicone catheter with no cuff was received. No missing pieces were noted. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and a leak was detected. The tear was noted to be 0.1575 inches, possibly due to a surgical cut during removal. The active length for the device was noted to be 0.7550 inches. This was and found to be within specification (0.6000-0.9000 inches) as the standard states "balloon must not be torn." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile: unless package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. Bard and bardex are registered trademarks of c. R. Bard, inc. Or an affiliate. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." Correction: concomitant medical products and device evaluated by MFR. Patient code: (B)(4).

Event description:
It was reported that the "ring" around the insertion point of the silicone foley catheter expanded preventing removal. Allegedly, the catheter had to be surgically removed.